Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a lead revision procedure on (B)(6) 2018. The patient's right ventricular lead had exhibited low lead impedance. The lead was capped and replaced. The patient's condition was normal throughout.

Event description:
Additional information received on 2/16/2018 indicates that the right ventricular lead had also exhibited increased capture thresholds.